Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing constant red heart alarms, power fluctuations and speed drops to zero. The patient was asymptomatic during the events. Heparin was initiated. Prior to the event, the patient experienced a gi bleed, and was febrile two days prior and was admitted from home to hospital's step-down unit. Due to the circumstances, the patient was transferred to ICU. Visual examination of the driveline did not reveal any issues, defects, or trauma. The patient denied falling, trauma, pulling of driveline or any trauma to driveline; however was experiencing left-sided pain in the area of the pump. The patient's system controller was exchanged without resolution. The event occurred tethered and on battery power. The pump did not sound like a "normal hum", was variable and non present at times. The patient's vitals stayed within normal range. The patient was taken to the operating room the following day and her lvad was exchanged with a new lvad. It was also reported that thrombus was found in the pump. The patient remains in the hospital and is ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The pump was examined and unstructured, denatured blood was present through the inflow conduit, outflow graft and the blood path of the pump (including the inlet and outlet stators, rotor inlet and outlet, and the rotor assembly). In addition to this unstructured deposition, a flat, denatured piece of thrombus was present on the rotor, situated between the rotor blades and obstructing flow through the blade pathway. This piece of thrombus had areas of denaturing, suggesting that it was present in the pump during operating. The structure indicated that it did not form on the rotor. The unstructured deposition present throughout the pump and the piece of thrombus present on the rotor would have caused resistance on the rotor, resulting in the reported speed and power fluctuations and potentially cessation of the spinning rotor. A cause for any low flow event could not be conclusively determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the thrombus formation. The pump was cleaned, reassembled and tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop, and the pump functioned within specification. The data retrieved from our testing revealed normal pump power consumption, comparable to the pump power consumption recorded during the manufacturing process. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.